Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 11 mm. The clear outer sheath was slightly kinked proximal to the distal end of the outer sheath. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. During functional analysis, it was possible to partially deploy, reconstrain and fully deploy the stent, however, some resistance was noted and it was slow to deploy. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure on (B)(6) 2010. According to the complainant, the patient had gastric cancer with a duodenal invasion. The anatomy was normal. During the procedure, as the deployment handle was withdrawn to deploy the stent, the handle detached. As a result of the handle break, the stent was unable to be deployed. The device was removed from the patient without issue. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "ok".

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure on (B)(6) 2010. According to the complainant, the patient had gastric cancer with a duodenal invasion. The anatomy was normal. During the procedure, as the deployment handle was withdrawn to deploy the stent, the handle detached. As a result of the handle break, the stent was unable to be deployed. The device was removed from the patient without issue. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "ok".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.